Event description:
A positive advia centaur xp troponin ultra result was obtained by the customer on a patient sample and considered discordant when compared to repeat test results. The laboratory's policy is to repeat all troponin results that are greater than 30ng/l (0.03ng/ml). A negative troponin test result was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection and performed a total service call. The cause for the positive result when compared to the repeat negative test results is unknown. No conclusion can be drawn.